Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and inserted the was into the patient. At this time a thrombus was observed in the fossa oval of the patient. Additional heparin was given to the patient to dissolve the thrombus. The procedure was continued, and the physician successfully implanted a closure device in the laa of the patient. There were no complications that occurred as a result of this event. The patient was discharged from the hospital doing well.